Manufacturer narrative:
(B)(4): eval results: other, a work order search was performed and there were no similar complaints found. (B)(4).

Event description:
It was reported that the surgery tech inspected the aq2015a three piece silicone after removing it from the packaging and noted, it was split. Lens was not used. No pt contact.